Event description:
(B)(6) began using a baxter homechoice automated peritoneal dialysis cycler on or about (B)(6) 2009, and thereafter exhibited signs and symptoms similar to those described in baxter's (B)(6) 2010, class I, recall notice for this device. (B)(6) died on (B)(6) 2010.